Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the power switch being stuck in the on position could not be identified. However, it¿s likely the cause is related to an old version main/power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: a worn out video connector latch causing poor connections with pigtails and software (version 1.04 is recommended to be updated to version 4.10). The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the power button on the evis exera iii video system center was stuck in the on position. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the power switch could not be turned on or off due to a faulty power switch. This report is to capture the reportable malfunction of the faulty power switch noted at estimation.